Event description:
Large hosp has been using hundreds of these "4 way tp" devices for three to four years. These are used on pts with tracheal tubes inserted in their airways in conjunction with other devices/meters to measure pulmonary/respiratory functions. They involve two inhale and exhale circuits and over the last year or so they have three incidents (last one a few days ago) and medwatches were filed but the firm has not done any corrective action. In fact they sent a sample to them about a month ago, and heard nothing so they called them today and they stated they never got it. What is happening in these cases is there is a flapper (plastic) in the circuit and it is starting to break up and plastic could easily be inhaled into the lungs potentially causing serious problems in these pts. In the three incidents the breakup of the flap was caught by the technician and no pt injury resulted. Due to the co's inaction so far complainant ordered all the devices to be put in quarantine and alternate devices from different manufacturers are being ordered.